Event description:
It was reported that a clearlink non-dehp extension set had a leak at its connection. The reporter stated that the "y-site to the blue cap had separated resulting a leak at the female clear y-site with the blue alcohol cap on it." This occurred during infusion of total parenteral nutrition (tpn) solution using a pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.